Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had high blood glucose but not hospitalized. Customer's blood glucose was 600 mg/dl. The customer did not want to do additional troubleshooting for high blood glucose. Customer was advised that he can call the helpline at anytime for any product related issues.